Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: operation manual chapter 3 preparation and inspection. Reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's report was confirmed. In addition to the malfunctions listed in section b5, the following findings were also discovered; the forceps channel port had a scratch, the air/water cylinder had no color, the suction cylinder had no color, the scope connector case unit had a crack, the scope connector cover unit had stain, the bending angle in up direction did not meet the standard value due to wear of angle wire, the ending angle in right direction did not meet the standard value due to wear of angle wire, no illumination was obtained due to slipping-out of light guide bundle, illumination was poor due to slipping-out of light guide bundle, the plastic distal end cover had a dent, the adhesive around objective lens had corrosion, the light guide lens had discoloration, the adhesive around light guide lens had corrosion, the bending tube had a dent, the adhesive on the bending section cover had a crack, the connecting tube had a pinhole, the water could not be supplied due to clogging of jet tube in control unit, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had a defective light guide. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the jet tube clogged with foreign material and the bending section cover adhesive had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.